Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a prismaflex st150 set. The leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was returned for evaluation. During visual inspection a hole was observed in the return line of the screwed connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.